Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some tower doors failed while other doors opened unexpectedly. A field service engineer found that the doors 5 and 6 had failures and double-clicked during testing and replaced the latches and also replaced switch on door's 4 latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. Customer tried to open door 4 on the tower, other doors also opened. Once the other doors opened, the door they were accessing failed. Customer were able to recover the failing doors, but each time they opened a door, three other doors opened as well. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.